Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. The investigation determined the reported patient-device incompatibility/difficult to deploy (wall apposition) and the subsequent treatment appears to be related to the operational context of the procedure; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional xience sierra stent referenced and concomitant medical products is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the 99% stenosed, moderately calcified, moderately tortuous mid left anterior descending (lad) coronary artery. On (B)(6) 2021, a 2.5x38 mm and a 2.75x18 mm xience sierra stent were implanted. On (B)(6) 2021, the patient returned due to st elevated myocardial infarction (stemi) and then optical coherence tomography (oct) was performed. This revealed that the stents were under expanded and malposed as the physician did not adequately post dilate the overlap of the stents. Additionally there was in-stent thrombosis. Thrombectomy was performed and post dilatation was performed with a 3.25x15 mm nc trek balloon. Oct was again performed and showed 98% of expansion in the vessel and well apposed stent struts. There were no reported adverse patient sequela. No additional information was provided.